Event description:
A pt was hospitalized because of elevated blood glucose levels four days after switching from conventional syringes to novofine 30 needles. Pt states that his abdomen is numb, and a great deal of scar tissue is present because of injecting insulin in this area for 30 years. Pt suspects that the needle was not penetrating skin deeply enough and therefore, insulin could not be absorbed. Previously treated with IV insulin and remained in the hospital for four days. Upon discharge blood glucose levels began to climb again when pt resumed using the product in question. Pt then reverted to the conventional syringes and blood glucose levels immediately normalized.

Event description:
Syringes to novofine 30 needles. The pt stated that abdomen is numb and has a great deal of scar tissue because pt has been injecting insulin in this area for 30 years. Pt suspects that needle was not penetrating the skin deeply enough and therefore, the insulin could not be absorbed. Pt indicated that pt was treated with IV insulin and remained in the hospital for 4 days. Upon discharge from the hospital, pt's blood glucose levels began to climb again when pt resumed using the product in question. Pt then reverted to the conventional syringes and blood glucose levels immediately normalized. Follow-up info received 12-jan-2000: correspondence from the physician indicated that the pt had a history of diabetic gastroparesis, mixed dyslipidemia, hypertension, and allergy to oxacillin. The physician offered no opinion as to whether the needle length contributed to the pt's hyperglycemia.